Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that upon opening the new sterile implant, the packaging material adhered to implant. The hospital staff were unsuccessful at removing the packaging material from the implant. The surgeon elected to open another new sterile implant to use. The involved implant was then terminally sterilized, resulting in the package material being removed inadvertently. All available information has been provided within this submission. Doe: (B)(6) 2021. Left knee.